Event description:
Patient reported receiving a blood glucose result of 127 mg/dl, while using the suspect device. Patient sought treatment, at their doctor's office 1 hour later. Patient's blood glucose measured 56 mg/dl (using doctor's blood glucose monitor) and 127 mg/dl (using the suspect device). Patient was treated with a sports drink, with added salt and sugar. A level one control test was run, after the event, and tested out of range. A request was made for the return of the suspect product and replacement product was shipped.